Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 247 mg/dl and ketones were present. The customer was vomiting and had a headache. The customer was hospitalized and treated with intravenous insulin. High bg was resolved and the customer was discharged the next day. The contact thought the pump was "fine" and the event was related to the customer being sick and having diabetes. However, the healthcare provider alleged the pump may have contributed to the event. No further details were provided.